Event description:
Rep0rtedly, the nurse verified the glove was visually intact when donned. The nurse inserted a foley catheter and upon completion noticed a tear in the glove. Reportedly blood was noticed inside the glove. The pt was positive for hepatitis, nurse underwent standard exposure testing. The facility will not release the sample for evaluation.